Event description:
A pt returned to the surgeon complaining of persistent pain in the left shoulder following surgery (2003). A second surgery was performed 4 months later which found the mitek cufftack proud in the humeral head. The device was removed from the shoulder of the pt.